Manufacturer narrative:
Power source problem was added.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the transient voltage card was burnt but could not find what caused the instrument to catch fire. The fse replaced the transient voltage card and the instrument became operational. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4)..

Event description:
The customer reported a fire on the cytomics fc 500 mpl flow cytometer. The customer stated that the instrument was powered down when the fire occured. The customer noticed fire from the instrument and used a fire extinguisher to put it out. The fire department was not called. No direct exposure to smoke or flames was reported. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.